Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a transanal endoscopic micro-surgery (tems) for a rectal tumor, there was a fault with the harmonic hand piece. The device was connected to the generator (gen11) but the nurse did not use the generator to diagnose the fault. It was noticed that the active blade had broken away from the device. This blade was on the table; the hcps were satisfied that this event did not leave any metal inside the patient. A replacement device was opened and the procedure continued and no significant delay to the procedure. There were no adverse consequences for the patient.